Event description:
A medtronic representative reported an inaccuracy from a distributor who attended the case: during a spine surgery with an inav (spine mach 4.2.3), the system indicated the tip of the instrument (awl prove with the apt tera green instrument) at the patient's skin, but it was physically placed on the patient's vertebrae, several cm away from the touched position. The tried to re-verify the instrument, but the system indicated that the tip was too far from the expected position. They were never able to re-register the patient's anatomy and navigation was discontinued. There was no impact for the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. The software has not been evaluated as of the date of this report.